Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 3. On 2023-12-19, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, bleeding and inflammation. No further patient complications were reported.